Event description:
The plaintiff was implanted with an ams elevate anterior graft on (B)(6) 2009. It was alleged that the plaintiff has, "suffered serious bodily injuries, mental and physical pain and suffering, including, but not limited to, infections, pain, and bleeding." It was also alleged that the plaintiff has sustained, "severe and permanent injuries."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.